Event description:
The customer reported that while the unit was in use with a pt during transport, the unit displayed "low vacuum". When the operator power cycled the unit, it displayed "electrical test failure code 50" (motor speed out of spec). The pt was switched to another unit and therapy was continued. No pt injury was reported.